Event description:
As reported by our edwards lifesciences affiliate in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the commander delivery system balloon burst when the balloon was fully inflated during valve deployment. The balloon burst was attributed to interaction with a piece of calcium. The valve was fully deployed with trace paravalvular leak (pvl). As a result, a post-dilation was not performed. During removal of the delivery system, it could not pass through the esheath+ tip. Contralateral access was obtained, and a non-edwards sheath and snare device were used to retrieve the delivery system. Once the nosecone and wire were secured within the non-edwards sheath, the delivery system was cut, and the balloon, nosecone, and wire were successfully removed intact via the alternate femoral access. Both accesses were successfully closed and there was no vascular injury. The patient was stable and discharged as planned.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was received for evaluation. Per imagery evaluation, the balloon burst and bunched towards the nose tip. It was also observed that the distal tip with guidewire lumen was separated as reported. It was reported to have been cut during the procedure. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst and subsequent withdrawal difficulty requiring surgical intervention was confirmed based on the evaluation of the provided imagery. Regarding the balloon burst, the available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the provided information indicated the presence of calcification in the patient's landing zone. Additionally, it was reported that the balloon was inflated with nominal volume with an additional 2 milliliters (ml). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Regarding the withdrawal difficulty, the available information suggests procedural factors (altered balloon profile) likely contributed to the event as the balloon had burst during the procedure, and it was observed bunched towards the nose tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching onto the distal end of the sheath tip, which could have led to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.